Manufacturer narrative:
The harmonic ace instrument was received and failure analysis confirmed the instrument to have one blade broken at the base. A piece was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace was broken off. A fragment fell into the patient¿s anatomy and was removed through the cannula during the same surgical procedure without any difficulties. The surgical procedure was completed with no known impact or patient consequence was reported.